Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a social worker and the patient, regarding patient's implantable neurostimulator (ins). It was reported that patient's ins was randomly firing. Caller conferenced patient in on the call. Patient indicated she is feeling shocking sensation on her entire body. When she turns on the stimulation, the intensity is set at 3 and then suddenly, the intensity changed to 6 on its own. Patient no longer sees the previous managing physician. Agent reviewed adaptive stimulation. Patient indicated no position was set at 6. Patient indicated when she charges her device, it is at 70% and the controller at 70%. Agent attempted to clarify with patient multiple times, patient gave multiple mix answers. Patient indicated initially when she attempts to charge the ins was at 0% and charged to full, but then the controller stays at 70%. Patient also indicated charging takes 4 hours to charge; the ins dies quickly. Agent asked patient what the controller battery was before charge, and how long charging takes, patient did not have th at data. Patient was redirected to an hcp. No further complications were reported. 2020-may-05 additional information was received from the rep. It was reported that the aware date was unknown. The cause of shocking /intensity suddenly changing to 6 from 3 was determined to be adaptive stim settings. The cause of patient charging for 4 hours/ins dying quickly was unknown. The rep was unable to meet patient at provider as she was discharged.  Patient never followed up with the rep on primary care office to see her at. Patient's weight at the time of the event and the hcp information were unknown. The patient was discharged from her implanting physicians practice. No further complications were reported.